Event description:
It was reported by service report that the bed exit system was not working properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed exit system was out of calibration. Conclusion: bed exit system calibrated.